Event description:
It was reported that during an attempted implant, device exhibited noise on the atrial port. The device was then replaced with another.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no noise was observed. Pin gauge measurements of the atrial lead bore were normal. The cause of the noise could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.